Event description:
The pt reported that over the past 6 months she has developed decreased motor function in her right arm. The pt also reported that she developed endometriosis and had a right sided removal of her ovary. The pt's stimulator is for her left leg and low back. The pt was advised to contact her physician as soon as possible. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.